Event description:
The manufacturer sales rep reported that the device had top of the device broken and missing during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.